Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed one year remaining to three months remaining in a span of three months. Data analysis confirmed that no low voltage was triggered but the power consumption was increasing in a gradual fashion. This device remains in service. No adverse patient effects were reported. Additional information was obtained indicating that this device was surgically explanted, and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was not recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed one year remaining to three months remaining in a span of three months. Data analysis confirmed that no low voltage was triggered but the power consumption was increasing in a gradual fashion. This device remains in service. No adverse patient effects were reported. Additional information was obtained indicating that this device was surgically explanted, and a new device was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed one year remaining to three months remaining in a span of three months. Data analysis confirmed that no low voltage was triggered but the power consumption was increasing in a gradual fashion. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.